Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 3.00mm x 20mm liberté¿ stent was advanced to the target lesion without resistance. When the stent was attempted to be deployed, it was noticed that the patient's body motion was not stable. The device was removed and it was noticed that the stent was not mounted on the delivery system balloon. It was confirmed based on the angiography image that the stent was dislodged at the ostium of rca. An attempt to remove the stent was done by dilating the distal side of the stent using an unspecified balloon catheter however it was unable to retract the stent back into the unspecified guide catheter. The physician tried to withdraw the detached stent near the puncture site and attempted to remove it together with the guide catheter into the unspecified sheath but was unsuccessful due to resistance. A surgical procedure was performed and the detached stent was removed successfully. The stent delivery system was pulled through the guide catheter upon withdrawal from the patient. No further patient complications were reported. The patient's status was good and was already discharged from the hospital.